Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "locking mechanism not working" could be confirmed. During service the device condition was noted in the pre-repair assessment notes. If additional information becomes available a supplemental report will be submitted. (B)(4).

Event description:
Report received from USA stating that the device locking mechanism was not working. The device was being used in surgery. There was no pt or user injury. It is unknown if delay or medical intervention occurred. There is no additional information provided.